Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The patient informed this to his operating physician (op). The physician kept saying that, it was dry eye, but the eye drops didn't help at all. Before the surgery, the patient needed cheater to see, however now the patient can't see the big signs on the road. Additional information received and stated that having trouble in distance vision in right eye, reading is still difficult, and there is a need for glasses, still suffering from dry eyes.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information is received. There no other complaints in this lot. The manufacturer internal reference number is: (B)(4).